Manufacturer narrative:
(B)(4). As the cassette was discarded and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette experienced a leak during automated peritoneal dialysis (apd) therapy. The leak occurred during dwell 1 of 5, while the home patient (hp) was not connected. The care giver (cg) indicated that the hp disconnected and left the room; upon returning to reconnect to the device, the hp noticed solution on the floor. The technical service representative (tsr) instructed the hp to restart therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.